Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic inguinal hernia procedure, in the middle of the procedure while preparing for the hernia repair, control of the bipolar fenestrated grasper (bfg) instrument was suddenly lost. An error appeared on the screen stating, ¿instrument error ¿ withdraw the instrument <(>&<)> reinsert to continue the surgery.¿ the assistant did so, but the same error appeared again five minutes later. The surgeon then decided to replace the instrument with a new bfg to resolve the issue. The instrument error did not recur after replacement, and the team continued the surgery. There was no patient injury.